Event description:
It was reported that resistance was felt when filling multiple cartridges during the load sequence. Customer was able to fill the existing cartridges and resume insulin delivery. There was no reported adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.